Event description:
It was reported that the physician attempted to activate an Artificial Urinary Sphincter (AUS) but was unsuccessful, and the patient experienced recurrent urinary incontinence. A computed tomography (CT) scan was performed, which showed a full balloon. All device components were examined. The balloon contained bodily fluid, the pump was full of air, and the cuff had no leaks. The physician suspected that the tubing may have been damaged during surgical closure. As a result, all device components were removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 72404127,Serial Number: N/A, Batch/Lot Number: 1100931550,Model/Catalog Description: CONTROL PUMP FGS IZ,Unique Identifier: (b)(4), Model Number/Catalog Number: 72404130,Serial Number: N/A, Batch/Lot Number: 1100931967,Model/Catalog Description: BELT CUFF FGS 4.0 CM IZ,Unique Identifier (UDI)#: (b)(4).